Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at 4 month post-operative exam. At 5 month post op exam, the surgery center indicated the patient had low grade uveitis detected. The patient¿s chief complaint was photophobia. Topical steroid dosage was increased to treat symptoms. The surgery center reported the symptoms have been resolved. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -3.00 x -1.75 x 97, left eye pre-op 20/20 -4.00 x -1.25 x 93. Post-op; bcva from (B)(6) 2015: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .25 x -.50 x 75.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.